Manufacturer narrative:
Because there were no samples returned for this complaint, the complaint cannot be confirmed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-15.

Event description:
The customer states that the product was occluded and milk would not push through.